Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient on (B)(6) 2015 indicating that they had their stimulator installed on (B)(6). It worked for two weeks then stopped according to the x-rays by the surgeon everything was in place and indicated that the manufacturer representative (rep) should be able to make it work. The patient felt the pulsation but it did not relieve any pain. Their rep could not make it work correctly. The patient was limited to a chair. They could not even stand long enough to wash dishes. They indicated that they would see their doctor at the pain clinic. The patient had been trying narcotics for so many different needs and nothing worked. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that when they met with the manufacturer's representative (rep) reprogramming was done but they were not able to program the patient so that the patient felt pulsation on the right side. When the patient met with the rep. They were in severe pain and fell. X-rays were performed, but the nurse practitioner didn't provide any details about the x-ray other than the physician the patient was seeing didn't implant leads the way this one was done, and he wouldn't do anything (surgically for someone else's work). The patient spoke to the implanting physicians' office and was told the healthcare provider (hcp) didn't perform any procedures without the manufacturer's direction. The patient also mentioned that while in (B)(6), whenever she had a reprogramming session she was fine in the office, however as soon as she left the stimulation moved. It was noted the patient had gradually begun to experience an increase in pain in their back since (B)(6). This wasn't new pain, but was the pain that stimulation was supposed to help cover. The rep. Reported that the results of impedances testing were within normal limits. The results of the x-rays were unknown and no follow-up had been done. The cause of the loss of effect and stimulation in the wrong location were not determined. The rep. Was going to see the patient in follow-up when the physician scheduled. The patient had an appointment scheduled the week following (B)(6).

Event description:
Additional information received from the patient stated that she continues to have no therapeutic effect despite multiple attempts at reprogramming by reps. She stated that the reps checked the device and there is no obvious issue. The position of the device was evaluated by her pain physician who stated it was in the right position and had not migrated. The patient stated that when the ins was turned on (B)(6) 2015 she had decent relief for two weeks the one day the relief suddenly stopped. This date is different from a previously given date. The patient stated another healthcare provider (hcp) evaluated the device with fluoroscopy, an stated "no, that is the way it should be." The patient stated the hcp at her pain clinic does not want to revise it as this hcp did not perform the implant, the patient also stated that there is a lot of hardware in her back so there is not much space to put things near the spine. She said that her managing hcp said there was nothing more he could do. She also said that she is unable to find a drug or combination of drugs that is effective and tolerable, stating only morphine works but causes sickness, and hydrocodone caused withdrawal symptoms. The patient stated she has an allergy to aspirin, ibuprofen, and a "bad reaction" to a steroid shot so she stated her pain management options are limited.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. It worked for 2 weeks following implant and had not worked since. The patient could feel stimulation but it was not addressing his pain. The patient denied falls or accidents. Additional information received reported that there was a loss of stimulation/therapeutic effect. Stimulation was in the wrong location. Reprogramming and impedance testing occurred and x-rays were ordered to evaluate lead position. The results were going to be evaluated at the next appointment. Stimulation was mostly left at the time. The patient experienced less than 50% therapy relief. Follow-up determined that the patient had not been seen in follow-up. Further follow-up was going to be performed to determine what the results of the x-rays were, if any intervention was required, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.